Event description:
Two icerod cx 90 needles were used in a renal cryoablation procedure. The cryoablation system and needles both passed testing with no issues. The patient experienced muscle twitching during the first freeze cycle. The user moved the needles to different channels and identified the needle a7116-025 as the needle causing the twitching. A new needle was used to continue with the procedure, and performed as expected with no issues. The case was completed with no injury reported for the patient. The defective needle was discarded and will not be returned to the manufacturer for investigation.

Event description:
This MDR is to document the manufacturer's actions of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Manufacturer narrative:
The needle was not returned to the manufacturer, and the reported complaint could not be confirmed. Manufacturing record review identified 12 electrical malfunctions within the needle batch.